Event description:
It was reported by service report that the bed will not raise or lower electronically when using either siderail or footboard. It will stop in mid function when you try to raise or lower the fowler, gatch, height, and foot. Also if you touch any function on the footboard, the bed automatically goes into drive. No pt involvement or adverse consequences are reported.